Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw holding grey handle on mics came loose and fell out, detaching the grey handle from the mics. Screw was washed and then lost. Either a new screw is needed or a replacement. No patient complications; tka.

Manufacturer narrative:
Reported event: it was reported that screw holding grey handle on mics came loose and fell out, detaching the grey handle from the mics. Product evaluation and results: visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended. Product history review: review of the product history records indicate 25 devices were manufactured under pro-dex lot no k07xv and 0 device were accepted into final stock on 03/08/2017. Review of qt17 - 03 -0027 revealed that 07 devices were rejected and remaining 18 devices including s/n (B)(4) were accepted into final stock on 04/07/2017. No non-conformance is related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, pro-dex lot k07xv shows 03 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the alleged failure mode was confirmed. The screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
Screw holding grey handle on mics came loose and fell out, detaching the grey handle from the mics. Screw was washed and then lost. Either a new screw is needed or a replacement. No patient complications. Tka.